Event description:
It was reported that in the patient's room, one day after the catheter was placed, a leak from the catheter was found near the snaplock adapter. As a result, pain management was continued using the pc pump. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.